Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade iii. Device evaluation: visual analysis of the returned device identified three curved openings and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified three openings striated and striated nicks. Based on the device analysis the final assessment is: three curved openings striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device was explanted.